Event description:
Suction irrigator was malfunctioning during our case. "Irrigation" button was stuck so there was a constant leak at the handle in between buttons. When surgeon would toggle between suction and irrigation, the handpiece began smoking from between both buttons. Cst(certified surgical technologist) alerted surgeon to throw device off field due to smoking at hand piece, the supply was removed from the surgical field and rn removed the batteries to stop the handpiece from continuing to run and stop the smoking. No harm was done to patient or surgical staff. New handpiece was opened and case carried on without incident.